Event description:
The customer reported having difficulty acquiring 12-lead ECG which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported having difficulty acquiring 12-lead ECG which could impact or delay diagnosis or treatment. On 09/03/2008 the device was evaluated at philips. The symptom could not be duplicated, and the device passed all testing. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The customer has not called back regarding this issue for this device.